Event description:
Reporter alleged blood glucose measured 167 mg/dl at 1:30 am back to back with a result of 94 mg/dl that was performed one minute afterwards. Customer stated having low glucose symptoms after the 94 mg/dl reading so self treated with glucose tablets and milk. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.